Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the patient¿s blood glucose (bg) reached 180 mg/dl while wearing the pod longer than 48 hours. After realizing elevated bg levels, patient found the needle had not retracted as intended; this indicates a needle mechanism failure occurred.

Manufacturer narrative:
The received device had the cannula assembly deployed; the pink slide was moved forward and the formed needle was fully retracted. The downloaded data showed that the device ran 46 first prime pulses and was deactivated at 2060 pulses. No evidence was found that would result in the needle mechanism failing to retract the formed needle. No other defects or deficiencies were found that would result in a failure of the device to deliver insulin.